Event description:
It was reported that the patient's lead impedance measurements, 2 weeks after implant, were greater than 10,000 ohms. It was noted that impedances were not tested inter-op at implant. The patient had problems recharging and coupling/communication issues. Further information is being requested from the hcp.